Manufacturer narrative:
Lot # originally reported is incorrect. The correct lot # is 26630. Actual device evaluated by simulated use testing, which confirmed the reported issue. Further investigation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe shafts frosted during pretest. Other probes used to complete the case. 3 of 3.